Event description:
The lead was implanted on (B)(6) 2010. Patients rv lead has been followed in clinic for sometime now and they have observed noise on the rv lead stored electrograms and poor r waves. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).